Manufacturer narrative:
Additional devices used: tge373715/12662233, dsl1288/13124905 (advanced from right side). Results: a review of the manufacturing records for the device verified the lot met all pre-release specifications. The imaging evaluation is as follows: 11/05/2014 pre implant cta. The access vessel on the left does not appear tortuous. There appears to be ~20mm where there appears to be calcification and thrombus which narrows the flow lumen to 5.5mm. The diameters of the left access vessels appear to range from 5.5-7.2mm. (B)(6) 2014 procedural angio. Image of the left access vessel prior to device/sheath placement. There does not appear to be contrast outside of the vessel. There appears to be extravasation distal to the lci bifurcation. A balloon appears inflated in the left eternal iliac. There appears to be a hand over the left external iliac possibly applying manual pressure. There appears to be a device implanted within the lei. There appears to be a balloon inflated in the rt iliac and contrast appears to be extravasating distal to the devices implanted in the left iliac. There appears to be a large extravasation from the left external iliac, it appears this might be distal to the devices unable to confirm this due to images quality. On the last images provided, there does not appear to be contrast outside of the left iliac or the implanted devices. Conclusion: according to the gore® dryseal sheath instructions for use, if vessel size is smaller than the introducer sheath outer diameter, vessel damage may result. Adverse events that may occur and/or require intervention include but are not limited to vascular trauma.

Event description:
On (B)(6) 2014, a patient was implanted with a gore® tag® thoracic endoprosthesis. A gore® dryseal sheath was reportedly easily advanced through the left femoral artery and the gore® tag® thoracic endoprosthesis was positioned. The dilater of the dryseal sheath was inserted into the introducer sheath. The sheath was reportedly retracted slowly and carefully with no particular friction felt. An angiogram following implantation demonstrated damage to the proximal left external iliac artery. A decrease in blood pressure was verified as well. From the left femoral artery a small pta balloon was used to reduce blood leakage. From the right side a reliant balloon was used to occlude the aorta. Two viabahn devices were advanced and deployed to cover two tears in the artery. The patient tolerated the procedure, however, on (B)(6) 2014 it was reported to gore that the patient expired. The date and cause of death are unkown, but are under inquiry.

Event description:
On (B)(6) 2014 a patient was implanted with a gore tag thoracic endoprosthesis. A gore dryseal sheath was reportedly easily advanced through the left femoral artery and the gore tag thoracic endoprosthesis was positioned. The dilater of the dryseal sheath was inserted into the introducer sheath. The sheath was reportedly retracted slowly and carefully with no particular friction felt. An angiogram following implantation demonstrated damage to the proximal left external iliac artery. A decrease in blood pressure was verified as well. From the left femoral artery a small pta balloon was used to reduce blood leakage. From the right side a reliant balloon was used to occlude the aorta. Two viabahn devices were advanced and deployed to cover two tears in the artery. The patient tolerated the procedure, however on (B)(6) 2014 it was reported to gore that the patient expired. The date of death is unknown. The cause of death was stated to be a heart attack.